Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were two isolated lead impedance warnings for high and undefined impedance on the right ventricular (rv) lead about one and a half weeks after implant. The lead also had a polarity switch to unipolar. An x-ray showed that the rv lead tip was all the way to the end of the port. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was also reported that during the procedure to revise the left ventricular (lv) lead, the rv lead pulled freely away from the header with light traction and no retraction of the setscrew. A loose setscrew on the device was noted. A stylet was placed in the rv lead for stability. After the procedure the rv lead was in the bipolar configuration. The device remains in use. The patient is a participant in the post approval clinical surveillance product surveillance registry.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.